Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date 07/10/10 during drain cycle 3. The patient's ultrafiltration (uf)reading was 1947ml. The programmed fill volume was 2000 ml. This information gave meets overfill criteria. Product surveillance followed up on (B)(6) 2010 with the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately erratic. The patient indicated that the alleged issue started on (B)(6) 2010, at 4:30 am. She reportedly obtained a blood glucose reading of "255 mg/dl." Based on the meter reading, the patient reportedly took 2 units of insulin (unknown type). An hour to an hour and a half later, the patient claimed that she bottomed out and developed symptoms of jitteriness, sweating, nausea, and feeling really bad. At 6:00 am that same morning, the patient reportedly administered self-care by eating food and/or drinking a beverage. At an unknown time during the time of concern, the patient also reported blood glucose results of "220, 111, 129, 172, and 111 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.